Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred and the patient experienced st elevation. The target lesion was located in the right coronary artery. The 4.0x20mm promus element plus coronary drug-eluting stent was deployed in the lesion to 13atms. Upon removal of the stent delivery system (sds), mid longitudinal stent deformation was noted. The physician felt this was caused by the balloon catching on the stent; however resistance was not noted. The balloon was removed intact. St elevation was noted on ECG. A 4.0x6.0mm nc quantum apex balloon catheter was advanced to treat the stent deformation. The stent appeared well apposed on x-ray, but the st elevation was not resolved. Morphine was administered which did resolve the issue. There were no additional patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).